Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl, and she was treated with an insulin drip. It was stated that the customer's was experiencing excessive urination, abdominal pain, and ketones. Troubleshooting was declined as caller requested to have a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.